Event description:
It was reported that during implant, several attempts were made to position the lead due to high impedance. Three days post implant, there was a loss of capture and undersensing. The lead was repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.